Manufacturer narrative:
Vyaire medical file identification: com (B)(4). D4: device was manufactured in 1998 and was not subject to UDI requirements. H3: onsite repair was performed. Upon checking the unit, it was found that the adjust knob had to be adjusted close to the minimum for mean airway pressure of 19-21cmh2o. Calibrated mean airway pressure, digital display interface (ddi), and pneumatics. After adjusting flow valve 1, adjust knob had mean airway pressure (map) 19-21 when it was centered. The issue was resolved issue. Performance check was run and unit passed all test and runs according to original equipment manufacturing specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the mean airway press does not go lower than 10cmh20. This occurred during use on a patient, but there was no patient harm reported.

Event description:
No product was returned for evaluation; however, a field service technician went on-site to evaluate and repair the device.

Manufacturer narrative:
H3: findings/root cause: the suspect device/part was not returned for evaluation; however, a field service rep went onsite to repair the device. The reported issue was unable to be confirmed. Upon checking the unit, it was found that the mean airway pressure needed to be calibrated. This resolved the issue, and the unit passed all test and runs according to OEM specifications. Vyaire medical's failure analysis team was unable to confirm or duplicate the customer's reported issue. The unit under test was tested and found to function normally.